Manufacturer narrative:
Clavicle crush damage was noted at 15.7-16.8 cm from the connector pin. The inner coil, and svc and rv conductors were broken and separated in this region. This is consistent with the observation from the field of output anomaly and low hv impedance.

Event description:
New information received notes that the issue was discovered in clinic when the patient presented to clinic after feeling vibratory patient notification alert. The patient did not experience any symptoms. After evaluation, the patient was sent to the hospital for observation. A new lead was implanted during procedure on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device showed sosd (shortened output stage detection) and ocd (over current detection) alerts after delivering therapy. The hv lead impedance was out-of-range low. It was recommended to replace the device and lead due to possible inability to deliver high voltage therapy. The device was under fsca advisory for premature battery depletion. Device was explanted and replaced. Lead was also explanted. It is unknown if the lead was replaced. There were no adverse consequences to the patient. Patient¿s condition was stable.